Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During a catheter ablation procedure to treat atrial fibrillation in the right inguinal a intellanav stablepoint open-irrigated was selected for use. The catheter was being prepared, but the flow from the six holes was not sufficiently blown out, and there was no problem found in the tubing. An exchange of the catheter resolved the issue. The procedure was completed without any patient complications.